Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported experiencing hyperglycemia with a blood glucose (bg) level of 400 mg/dl that persisted for more than 90 minutes. The patient noted that the pump displayed ¿high¿ for several hours, though she did not feel symptomatic and could not confirm with a glucometer. A supply change was performed, after which the issue resolved. The patient did not require outside assistance or medical intervention. No hospitalization occurred and no long-term health effects were reported.